Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had an existing neuro pump system. The patient verified that existing neuro pump system was removed by on (B)(6) 2019 at the hospital because it was put in incorrectly according to patient. No further complications were reported.

Manufacturer narrative:
Previously reported method and result codes no longer apply to the event. The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient's weight at time of event was (B)(6) pounds. No further complications were reported.